Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the ventricular lead exhibited high capture threshold. The patient had a syncopal episode and was found with a heart rate of less than 30 pulses per minute. The lead was capped and replaced.